Event description:
It was reported by the customer that a pyxis medbank system had a drawer failure. The customer reported that matrix drawer 11 has malfunctioned, preventing the cycle counting of items within it. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer replaced the printed circuit board assembly for the drawer interface of matrix drawer 11 to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.